Manufacturer narrative:
(B)(4).

Event description:
During remote follow-up, non-sustained rv oversensing was noted. The device was reprogrammed successfully and the patient experienced no adverse consequences. The patient is in stable condition.